Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: two (2) sample was received from p/n 670170 l/n 3797104 and l/n 3870978, in used conditions, without its original packaging and with its certificate of safe handling. Functional test: the sample was tested on leak test. The test was performed under water as per pwi-10007269 rev.100 symmetry and leak test method. Results: during the test, a leak was found in the cuff. The complaint is confirmed. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left smiths medical facilities. The cause of the reported problem could not be determined. Lots met the requirements to release the lot with no deviations identified during their manufactured.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts malfunctioned. The customer reported two trach tubes were found broke and leaked while in use with the patient. One was 9 days after being used and the other was after 20 days in use. The doctor examined the patient and did not see any calcium or plaque in airway. Customer response revealed no patient injury related to event.